Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing ineffective therapy due to high impedances on contacts 9-16. Reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.